Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed during pump use. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting. No additional information was able to be obtained.